Manufacturer narrative:
(B)(4). Concomitant medical products: 157450 m2a magnum head, 138254 m2a magnum taper, us157856 m2a magnum cup and 103204 taperloc femoral. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00060, 0001825034-2018-00059.

Event description:
It was reported that the patient's right hip was revised due to pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Year: 2007. N/a device not explanted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an attempted right hip was revision due to pain. No components were removed during the procedure, as there was difficulty removing the femoral head from the taper adapter.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. After the surgical implantation of the device, the patient suffered increasingly debilitating pain, discomfort, soreness, dysfunction, and loss of range of motion. Attempted revision of the right hip which was aborted due to inability to disengage the head from the stem. Successful revision of right hip with constrained liner was later performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initial right total hip arthroplasty. Subsequently, it was reported the patient experienced pain, dysfunction, and limited range of motion. A revision was attempted 10 years after the initial surgery for these complications but was aborted due to the inability to disengage the head from the stem. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced pain, dysfunction, swelling, elevated metal ion levels, limited mobility, limited activities of daily living, metallosis, and damage to surrounding bone and tissue approximately 10 years post implantation. During the surgery, the head and was unable to be removed from the stem and the surgery was aborted. The patient was brought back for a second attempt approximately 10 days later and the head, taper and cup were successfully removed and replaced. Attempts have been made and additional information is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). An updated investigation is in process and a follow-up MDR will be submitted upon completion.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR was reviewed and no discrepancies were found. Additional information does not impact the previous investigation outcome. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting the patient suffered from pain, swelling, inflammation, metallosis, elevated metal ion levels, damaged to surrounding tissue and bone and lack of mobility. After the revision surgery was attempted but aborted due to inability to disengage the head and stem. MRI showed pseudocyst, elevated cobalt and chromium levels. The head was able to be disengaged from the trunnion with large mallet and tamp with this attempt. The stem was found to be stable and left intact. Cyst noted in the postererosuperior quadrant of the acetabulum but otherwise adequate containment for revision acetabulum. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.